Manufacturer narrative:
Type of investigation code: b15, b17, b20. Concomitant therapies: juvederm® voluma¿ with lidocaine, juvederm® volift¿ with lidocaine. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in malar area and dark circles under the eyes with 4ml juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Patient also was injected in the chin and mandible with 2ml juvéderm® volux¿ and 1ml juvéderm® voluma¿ with lidocaine. Two months later, patient developed edema, pain and recurrent heat in malar and dark circle area with inflammatory nodules, purulent drainage, and pus in chin/mandibular area. Patient was treated with hyaluronidase, intralesional triancinolone, oral prednisone, and oral antibiotics. Symptoms resolved five months later with scarring. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00863 (allergan complaint #pr 2690862), MDR ID# 3005113652-2022-00862 (allergan complaint #pr 2690863). This MDR is being submitted for the suspect product, juvederm® volux¿.